Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber tip break was not confirmed as the tip was present/attached to the fiber. . However, analysis identified the glass cap was moving independently within the metal cap, indicative of glue failure. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glue failure. The increase in temperature can be caused by tissue adhesion from constant heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glue failure . According to the device instructions for use (IFU), increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also found devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on analysis results, the reported fiber break was not confirmed. In addition, the reported information indicated that there was no patient harm. The information reasonably suggest that the identified glue failure is unlikely to cause or contribute to a patient harm if it were to recur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber revealed that the glass cap was moving independently within the metal cap, indicative of glue failure. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited charred debris adhesion on its surface, indicative of prolonged tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The fiber was functionally tested with hene (helium-neon) laser fixture, aim beam was observed at the output window. The control knob is attached and aligned with fiber and can rotate the fiber labeling review : a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip broke after 177803 joules of fiber use. The fiber was replaced to complete the procedure without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip broke after 177803 joules of fiber use. The fiber was replaced to complete the procedure without patient complications.